Event description:
It was reported to the manufacturer that a customer encountered difficulties during use of a detachable coil. According to the customer: "during coil embolization of the aneurysm, a detachable 2mm x 8cm coil [device in question] stretched inside the microcatheter. Approximately 4cm of the coil was outside the microcatheter (e.g. The remaining 4cm of the coil was contained inside the microcatheter) when the physician says he lost control of the coil and thus determined that it was stretched. He attempted to use the pusher wire from which the coil stretched to push the coil forward. However, the coil would not push forward as it was stretched and had detached inside the microcatheter. At this time, the microcatheter was removed and the pusher wire was removed. The doctor took a 0.021 catheter along with a retrieval snare up to the site of the stretched coil and was able to successfully retrieve the coil. A bit of clot was then noticed distal to the aneurysm and 12mg of integrilin was administered and the clot dissolved. The case was then stopped. No further complications were noted."

Manufacturer narrative:
Suspect medical device and device mfg. Date: the manufacturer and expiration date of the device remains unknown as the device batch/lot number has not been provided to the manufacturer. The root cause for this event cannot be determined definitively. The risk of stretching while maneuvering a detachable coil is noted in the dfu (directions for use) for the device in question: "due to the delicate nature of the coils, the tortuous vascular pathways which lead to certain aneurysms and vessels and the varying morphologies of intracranial aneurysm, a coil may occasionally stretch while being maneuvered. If coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break."